Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿just to report that this episode has happened with some regularity. During the head trial, due to the trial's impacting, small plastic residues are visible in the proximal zone of the femur. It does not cause any inconvenience except the surgeon must remove the small fragments that are released from the trial.¿ the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that artic/eze tr ball grvd 32+1 presents deep scratches and nicks all over the outer surface of the device. However, no signs of breakage were observed. The overall appearance of the device exhibits signs of constant usage for over 18 years. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as but not limited to constant off-axis impaction forces during the assembling process and unintended contact of the device with other tools and hard edges. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the artic/eze tr ball grvd 32+1 would contribute to the a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the j0306 (date code) provided is not a valid finished goods lot.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 health effect - clinical code & health effect - impact code.

Event description:
Additional information received: a. Was there a surgical delay because of this event? If yes, what is the duration of the delay? No. B. Was there any adverse consequences that affected the patient because of the reported event? No. C. Did it break into two or more pieces? If no, please specify what is the alleged deficiency, is it dull, no. Bent, cracked, stripped, scratched, worn, scratched, cross threaded or any device interaction issues? No. D. Were all pieces of the broken instrument retrieved from the patient? Yes.

Event description:
It was reported that the plastic is peeling from the trial heads.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the j0306 (date code) provided is not a valid finished goods lot.